Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, there was a problem with the charging bays. Device sent to (B)(4) for repair/replacement. Placeholder.

Event description:
The customer reported that device was not charging properly. This is report 1 of 1 for event #(B)(4).